Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a sleep/wake malfunction in which the screen would not wake without being connected to a charger, and the user ultimately performed a device restart that restored normal function. Symptoms included no clinical symptoms. Outcomes included no impact such as medical intervention, emergency care, or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a transient device user-interface responsiveness issue that resolved after a reboot, with no alerts or alarms reported and no further functional anomalies observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a transient hardware or firmware behavior recoverable through restart.